Event description:
It was reported that during implant of the left ventricular (lv) lead, the lead was positioned with appropriate capture thresholds. However, the threshold became elevated after hooking up to the device in all configurations. The lv lead was again repositioned, but pulled back after slitting; therefore the lead was abandoned and a new lead implanted due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found and all conductors blood/body fluid (not obstructed.)

Event description:
It was reported that during implant of the left ventricular 9lv) lead, the lead was positioned with appropriate capture thresholds. However, the threshold became elevated after hooking up to the device in all configurations. The lv lead was again repositioned, but pulled back after slitting; therefore, the lead was abandoned and a new lead implanted due to the patient's anatomy. No patient complications have been reported as a result of this event.